Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 2 open and unused samples with the needle detached from the thread (thread is still wound on the pack and needle is missing) and 18 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment results conducted on the closed samples received are 1.74 kgf in average and 0.63 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.12 kgf in average and 0.46 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle is escaped from the thread. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, considering that there is a previous confirmed complaint of this code-batch regarding the same issue and the defective samples received, we conclude that this complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is separate from the thread in the envelope. It hasn't been used.